Manufacturer narrative:
External visual inspection of returned material revealed expose wire through sleeve of power supply cord. No software malfunctions or anomalies were observed. Golden power supply was used for performance testing due to exposed wires to the one returned. The unit powered on successfully in conjunction with return right ang ext cable with golden power supply was connected directly to it. No sparking was observed during power up. Unit performed patient data backup successfully with returned modem. Unit passed diagnostic test. Complaint of ¿frayed wires were found on the power supply¿ confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.

Event description:
The patient reported frayed wires and sparking of the cardiomems power supply cable the power supply cable was replaced and there were no adverse consequences reported by the patient.